Event description:
High jacket retraction force noted. Jacket guard stuck. Sheath was removed from artery. A balloon was placed along side of the device and ballooned just distal to the jacket guard and the device was subsequently removed. Outcome was a successful implant.